Event description:
It was reported that there appears to be a connection error between the cassette and the cadd pump. Movement of the pump and/or patient could create more space, causing the lock to loosen and thus creating a 'disposable set'. Connecting another cadd pump was not the solution. The cadd pump continued to display the disposable message. Replacing the IV lines to the cadd also did not stop the message before a patient leaves, the hrh will make an extra check to ensure that the lock is completely vertical and that the cassette and cadd pump are properly connected to each other. No patient injury was reported.

Manufacturer narrative:
Visual inspection: the sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: the sample was received in damaged conditions with spring and arm occlusion disassembled. Other analysis: functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Sample was assembled again with the spring and arm occlusion to perform the test. Results: sample was fully priming and connected without difficulty. The pump was set running and no alarms were activated. The complaint is not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed.